Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a loose and protruded drive support disk. The prime test could not be performed and no alarm for the loose drive support disk could be verified due to the motor error alarms. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked battery tube threads, minor scratches on the display window and a shifted and stained end cap sticker.

Event description:
It was reported the insulin kept squirting out during prime. Customer's blood glucose was 110 mg/dl. The device did alarm during prime. Troubleshooting was performed. Customer's mother was advised to disconnect the device from the customer. Customer did drop the device prior to the alarm. Customer's mother stated the drive support cap appeared to be protruded and was not sure if customer pressed it. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.